Event description:
It was reported that the patient presented for follow-up feeling fatigued. The pulse generator was in backup vvi, and patient's presenting rhythm was 67.5 pulses per minute vvi paced. The message "operation failed" displayed when trying to check historical impedances. A user download was unsuccessful. The device was replaced.

Manufacturer narrative:
Na